Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR. Report#: 1627487-2012-05521, 05522, 05523, 05524, 05525. The pt was implanted with an ipg, two leads (from the same lot), two anchors (from the same lot), and two extensions (different models). It was reported the pt had an infection at the ipg site. The ipg was explanted and a new ipg was implanted at a different location. The infection returned when the pt finished taking antibiotics for the prior infection. As a result, the scs system was explanted. The infection is being treated with antibiotics and the pt is doing well. Attempt to gather additional info was unsuccessful. No further info is available at this time.